Event description:
Per the clinic, the patient experienced pain due to migration of the device. The patient underwent a repositioning surgery on (B)(6) 2025, however, the surgeon accidentally damaged the implant and the device was explanted. The patient was re-implanted with a new cochlear device during the same surgery.